Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed that the reported issue could be duplicated and that the x-ray battery chargers and batteries required replacement. A replacement shipment was sent to the site and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The batteries were returned to the manufacturer for analysis. The batteries were found to not hold a charge and confirmed an electrical issue because of this. Battery charger 1 was returned to the manufacturer for analysis. The charger board was found to have many leaking capacitors on the part. Indicating an electrical failure due to the capacitors. Battery charger 2 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, when attempting to perform a fluoro and rad gain calibration. The rad gain calibration would not pass. After raising the kv values, this did not resolve the reported issue. After restarting the system, the reported issue was not resolved. There was no patient present when this issue was identified.